Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that approximately one year and three months post index procedure the patient presented emergently with chest pain. A CT revealed that the proximal aorta had dilated, the valiant device had migrated, and there was a proximal type I endoleak. The physician completed a left carotid to subclavian artery bypass. Seven days later the patient was taken into surgery where the ascending aorta was surgically replaced and a graft was delivered antegrade. Per the physician the cause of the event was due to the patient anatomy of aortic dilatation. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.